Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers. Evaluation summary: visual inspections were performed on the returned device. The reported loose suture was confirmed to be a loose link. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using 3 proglide devices via a 6f sheath after a peripheral interventional procedure. Reportedly, the first 2 proglide devices the needles were not deployed as the suture was noted to be loose. The 3rd proglide device had a cuff miss occur. A 4th proglide was used and successfully achieved hemostasis. There was no averse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.